Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#(B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was being treated for bronchitis symptoms and was found to have a low inr. The patient had been experiencing melena, was admitted to the outside hospital, and evaluated for gastrointestinal bleeding. An esophagogastroduodenoscopy and colonoscopy were performed and were negative. The patient was transfused 1 unit packed red blood cells at the outside hospital and the event resolved on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported event could not conclusively be established. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.